Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle implanted in (B)(6) 2024. Reportedly the patient experienced pressure, pain (back, buttock, right leg, vagina, suprapubic), spasm, faecal urgency, slow urinary stream, constipation, pelvic floor dyssynergia and levator ani syndrome. Patient underwent bilateral pudendal nerve block under local anaesthesia for neuralgia and pelvic pain. Patient also experienced numbness right leg, constipation, coccydynia, chronic pain syndrome and received ganglion impar and trigger point/ epidural steroid injections. Scar tissue was sensitive to touch. The patient also experienced dyspareunia, swelling, numbness and "[abnormal]" discharge, pain defecating, dysuria and urinary leakage. Patient underwent hypogastric plexus nerve block and an MRI showed mild cystocele with defecation, mild to moderate rectocele and a small to moderate anterior rectocele. On examination the cervix was normal in appearance without lesions but had shifted posteriorly and to the right. Patient also experienced rectal mucous leakage, persistent urinary and fecal incontinence, bilateral leg pain and numbness, engorgement of hemorrhoids, nausea secondary to pain, lumbar spondylosis, lymphedema, and mononeuropathy. The patient¿s pain had also taken a toll on her mental health. Patient underwent flexible sigmoidoscopy followed by robotic-assisted diagnostic laparoscopy with revision of ventral mesh rectopexy and sacrocolpopexy under general anaesthesia. Findings included: both meshes were incorporated to each other due to scar tissue at the level of the sacrum. Mesh was on tension pulling the middle (vaginal cuff) and anterior (bladder) compartments into a peaked appearance. All sutures were removed. The mesh was released and moved down 2.5 cm, tension was released and re-sutured. After revision patient received pudendal nerve block- bilateral with local and IV sedation for chronic pain syndrome and pudendal neuralgia. Three weeks status post mesh repair/revision reporting some improvement in her vaginal pain but no significant changes to her rectal pain.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a supplemental report will be filed. Complaints of this nature are monitored and captured within the product risk documentation excluding ambulation or postural difficulties, nausea, and mental health problems. There is no evidence to support direct causation between restorelle and these adverse events; however, they appear to be secondary/subsequent or cascading effects in this case. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast, though not verified: the patient has suffered and will continue to suffer pain, suffering, disability, impairment. Loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages, as a result of the implantation.